Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the unspecified vessel, the 4.0 x 8 mm nc trek balloon dilatation catheter (bdc) failed to inflate. There was no reported adverse patient effect. The device was removed from the anatomy without reported issue. Outside the anatomy the bdc was again attempted to be inflated but did not inflate. There was no reported clinically significant delay in the procedure. No additional information was provided.